Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Batch # m53v7z. The analysis results showed that the tx60b device arrived in good visual condition and with two reloads present. The reload (b) was received fully loaded with staples. The reload (c) was received fully loaded with the drivers detached. While no conclusion could be reached as to how the damage to the cartridge occurred, it is possible that the damaged was due to an improper handling of the cartridge. The device was tested for functionality with the returned reload (b) and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic-assisted colon resection procedure, the device was taken out of package and fired to close off the top of the "pant-leg" of the anastomosis. After the device was fired, the surgeon cut and then opened the device to discover no staples had deployed. The same stapler was reloaded, fired, and still no staples deployed on this second attempted firing. A new device was opened and used to complete the procedure without incident. No patient consequences were reported. One device will be returned along with two reloads used.